Event description:
It was reported that the patient underwent a gynecological surgery on (B)(6) 2010 and a mesh, ams apogee system with intepro life were implanted. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary and fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries.

Manufacturer narrative:
(B)(4) the patient underwent mesh implantation in order to treat bladder prolapse. The patient underwent the concurrent procedure of apogee w/intel pro implantation in order to treat bladder prolapse during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, dyspareunia and neuromuscular problems. It was reported that the patient experienced mesh exposure, pain, infection and urinary problems. The patient underwent revision on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.